Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B5: verbiage updated to indicate only one lead was explanted during the procedure on (B)(6)2020 and it is unknown which of the 2 leads was involved.

Event description:
Additional information was received indicating that only one of the patients leads was explanted during the 24 jun 2020 procedure and the second lead remained implanted. It is unknown which of the 2 leads was explanted so both will stay reported as such.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02546. It was reported the patient leads displayed high impedance. Surgical intervention was undertaken during which the leads were explanted and replaced.